Event description:
During a remote follow-up, a decrease in the battery longevity was observed on the device and premature battery depletion was alleged. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.